Event description:
It was reported the pt complained of a change in her stimulation due to a lead migration. No additional information is available at this time. Additionally, the pt's information could not be found in the manufacturer's database under the name provided.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history tot he event reported. Sjm defers to the pt's physician regarding medical history.